Event description:
The manufacturer received information alleging a ventilator alarmed for rebreathing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning. The device's software was uploaded.